Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the beckman coulter ac-t diff 2 was leaking a few mls of fluid from the probe. No death or injury is attributed to this event there was no report of patient results being affected by this event and there was no change to patient treatment. The customer was wearing gloves and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There is risk management plan in place at the facility. The customer did not review the msds; however, they are readily available. The field service representative (fse) found the vacuum tubing at the vacuum isolation chamber (vic) was pushed out and kinked. The fse rearranged the tubing and this resolved the problem. The root cause is attributed to a kink in the vacuum tubing at the vic. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.